Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high reading on the adc device compared to an unspecified reading obtained on an adc meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced experienced leg cramps and received third-party administration of water and sugar for treatment. There was no report of death or permanent impairment associated with this event. A higher adc device reading of 147 mg/dl was compared to an adc meter reading of 81 mg/dl after 2 days of wear. The results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.